Event description:
It was reported that during use on a patient while in flight both batteries displayed full, the cardiosave intra-aortic balloon pump (iabp) part way into the flight to omaha battery #2 went low and instead of switching to batter #1 the pump powered off. Flight crew removed batter #2 and placed pump on a/c adaptor in #2 port and powered back on and ran on a/c power until landing at unmc. The unit was unplugged from a/c power and continued to run on battery #1. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11 corrected field: d4 (unique identifier(UDI)) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse located the unit and it was not plugged in. The fse charged the batteries and ran the unit on battery slot 1, which ran for over 1 hour and 45 minutes. Then, it switched over to battery slot two and operated as intended. Looking over the fault logs the fse found that there were several error codes 111 - cause from exec processor board, 112 - coil cable and exec processor board, 118 - coil cable and video generator board, so, the fse replaced the following parts: display monitor to video gen board (0040-00-0456), executive processor board (0670-00-0770) and front-end pcb (0670-00-1164). The fse then completed full pm and the unit operated as intended. The failure analysis and testing dept. Received the following parts associated with this complaint: these parts were received with a reported failure of the battery not switching over and fault codes 11, 112, 118. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn 0670-00-0770 in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any issue with this part. The fat installed pn 0670-00-1164 in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any issue with this part. The fat installed pn 0670-00-0781, pn 0670-00-1169, and 0670-00-1787 in cardiosave test fixture serial number ca204341l1 and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm any issue with this part. Sending pn 0670-00-1164 to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The rest of the parts are obsolete and cannot be tested by the supplier. Retaining those parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. Failure analysis and testing (fat) department wayne the failure analysis and testing department received the following part from supplier on 29 aug 2024. Pn: 0670-00-1164 sn: 15 07387 07_htc front end board supplier investigation: skip ict test due to old version. No issue found. The result of the hi-pot and fct tests all passed. Attached supplier investigation. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev ar.